Event description:
Info received indicates the right foot siderail will not latch up.

Manufacturer narrative:
The tech found buildup of foreign material on the latch. The tech cleaned and lubricated the latch to repair the bed.